Manufacturer narrative:
It subsequently was reported the patient passed away from non-cardiovascular causes that were not related to the device. No autopsy was performed and the device remained implanted. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient exhibited third degree heart block. Subsequently, a permanent pacemaker was implanted two days later. Also two days post-implant, a thrombus (that was possibly related to the device implant procedure) was found in the pericardium and removed with a thoracotomy. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. A number of factors can affect the creation of thrombus, including medications, peri-procedural injury, and pre-existing patient conditions, and its presence and rate of formation is largely dependent on patient condition. From the information available a conclusive cause cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.